Event description:
The ppt underwent percutaneous transluminal coronary angioplasty and stent placement to the left anterior descending coronary artery. After the procedure, the cardiologist attempted arteriotomy closure with a prostar 9 fr pvs device. While advancing the second square knot down around the wire with the knot pusher, the cardiologist felt a popping sensation. Bleeding was noted, the procedure was stopped, sutures were removed and an 11 fr sheath was placed. Because there was still oozing around the sheath, the cardiologist elected to send the pt to surgery for vascular repair. Surgery was successful and the pt was discharged the next day. It was noted during surgery that the arteriotomy site was slightly enlarged. This was the physician's first procedure with a prostar device. The sales rep indicated that the cardiologist did not take up the slack by pulling on the sutures after the needles were removed and prior to tying the first square knot, as directed by the instructions for use. It was thought that the popping sensation might have been from the knots slipping as the first square knot tightened more when the second square knot was pushed against it. There is no evidence that the device malfunctioned or that it caused or contributed to the need for surgical closure.